Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the quantum maverick monorail balloon ruptured. The lesion location is unk; however, it was reported to be extremely calcified. The quantum maverick monorail balloon ruptured at 20 atms (rbp = 20 atms). The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good."